Event description:
Caller reported a malfunction alarm on pump. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Pump malfunction code was resettable, and technical support assisted caller with resetting the pump. After reset, no recurrence of the malfunction code was noted, and caller was advised to continue using the pump and to call back if issues reoccur.